Event description:
A physician charged the device to 200 joules during a pt countershock attempt. Pt data was not reported. Reportedly, the physician received a shock from the device during this attempt. The physician based this allegation on a feeling of being "pushed back from the device" either during defibrillator charge or discharge. The facility risk manager stated that the physician did not require medical treatment as a result, and that the report involved no adverse affect to the pt.